Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button were harder to press. Customer stated insulin pump had no delivery alarm, reject new batteries, diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm or failed battery test were noted. No unexpected no delivery alarm noted. (B)(4).